Event description:
The surgeon was performing a neck dissection and right marginal mandibulectomy. A carbide bur was in use with the core u drill. The bur guard accidently slipped back and a burn occurred to the patient's right lower lip measuring approximately 2 cm. The surgeon excised the burned area and closed it with sutures.